Event description:
The customer reported one erroneously low prostate-specific antigen (psa) result, for one patient, involving the access 2 immunoassay system. The patient sample produced an initial low result of 0.01 ng/ml. Subsequent testing of the same sample recovered a result of 0.6 ng/ml, within the normal reference interval. A second sample was tested and also produced a result of 0.6 ng/ml. The erroneously low result was released out of the laboratory and questioned by the physician. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) determined loose fittings on the substrate bottle. The fse replaced the tubing and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2122870-2012-01768.

Manufacturer narrative:
(B)(4): the fse resolved the issue by securing the loose fitting on the substrate bottle on the instrument.